Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare provider reported an unknown side capsular contracture grade iii. Device status remains unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, b5, d1, d2, d4, d6a, d6b, g4, h4, h6

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.